Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was changing the cartridge and forgot to load the new cartridge onto the pump when a malfunction alarm occurred. There was no impact to the customer's blood glucose level, as the pump was being used with saline and was not being used for insulin therapy at the time of the reported issue. It was reported that the customer would continue to utilize manual injections as insulin therapy.